Manufacturer narrative:
It was reported to abbott a patients¿ leads had migrated. The issue was resolved with replacement of the leads. During procedure, two leads were added and right and left l4. There was an issue with the stylets not able to be re-inserted inside the leads. New leads were used. Effective therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Surgical intervention took place where the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01358 it was reported the patient lost effective coverage due to the drg leads had migrated. Surgical intervention is currently pending.